Event description:
It was reported that the coil pack migrated. A 5mm x 8cm idc-18 soft interlocking detachable coil was selected for use in an embolization procedure to treat a splenic artery aneurysm. Near the end of the procedure, the coil pack migrated downstream at least 5cm distally in the splenic artery. The coil pack contained nine coils. All devices were left inside the patient. The patient was admitted for observation. Tissue necrosis occurred, and the patient was treated for acute pancreatitis. The patient was ultimately discharged. No further patient complications were reported.

Manufacturer narrative:
Correction: h6 patient codes.

Event description:
It was reported that the coil pack migrated. A 5mm x 8cm idc-18 soft interlocking detachable coil was selected for use in an embolization procedure to treat a splenic artery aneurysm. Near the end of the procedure, the coil pack migrated downstream at least 5cm distally in the splenic artery. The coil pack contained nine coils. All devices were left inside the patient. The patient was admitted for observation. Tissue necrosis occurred, and the patient was treated for acute pancreatitis. The patient was ultimately discharged. No further patient complications were reported.

Event description:
It was reported that the coil pack migrated. A 5mm x 8cm idc-18 soft interlocking detachable coil was selected for use in an embolization procedure to treat a splenic artery aneurysm. Near the end of the procedure, the coil pack migrated downstream at least 5cm distally in the splenic artery. The coil pack contained nine coils. All devices were left inside the patient. The patient was admitted for observation. Tissue necrosis occurred, and the patient was treated for acute pancreatitis. The patient was ultimately discharged. No further patient complications were reported. It was further reported that after the procedure, a splenic infarct was confirmed by computerized tomography (CT) showing loss of enhancement of the inferior spleen where the coil pack sat. The infarct remained inert, and no infection occurred; however, a discussion was had for subsequent surgical splenectomy to reduce the chance of possible complications of splenic infarct. This was ultimately not pursued as the patient was okay on conservative management.